Event description:
A past high blood glucose event was reported by the customer, with the specific value unknown but indicated as "high." The customer took corrective action by administering a correction bolus via the pump. Technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels.